Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with 320cc mentor memorygel breast implants experienced bilateral baker grade IV capsular contracture post procedure. As a result, replacement with 350cc mentor memorygel breast implants was performed on (B)(6) 2022. See 1645337-2022-05034 for contralateral prosthesis report.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device 7527910 number, and no non-conformances were identified. Reason for device explant and/or reoperation: capsular contracture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).